Event description:
Per the physician, the increased seizures are above pre-vns baseline. The physician assessed that the cause of the increased seizures/status epilepticus is unclear, but may be related to rapid medication withdrawal. It was noted that it is always variable whether the magnet will bring the patient out of seizures. No additional relevant information has been received to date.

Event description:
It was reported that for the past year or so the patient has experienced an increase in seizures. It was noted that the patient has gone into status epilepticus on multiple occasions, and the magnet was noted to not be helpful at bringing the patient out of the seizures. The patient has required hospitalization for these events. The patient had recently been diagnosed with anti-nmda encephalitis that may be related to an ovarian cyst. No additional relevant information has been received to date.